Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The sales rep reported on behalf of the surgeon that a revision surgery was performed regarding a right interax. He added that in the past the patient had also received a tkp left. He further reported that the right knee prosthesis took place in 2003 and that during this revision only the insert was replaced. He added that the same ps insert with a midi 1 of 10 mm thickness was inserted. He added that according to the surgeon the removed insert was showing some wear.